Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). Fa found to have a broken grip that is completely detached from its base. The broken piece was not returned with the instrument. Components adjacent to this broken grip do not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the force bipolar instrument had the end of the grasper broken off during the case. The procedure outcome was unknown at the time of this report with no reported injury.